Event description:
FDA recently approved baxter software upgrade on 04/23 to v90201 which caused upstream occlusion "alarm storming". Affected every pump across multiple campuses where false repeated alarms inhibited medication of both medsurg and ICU (intensive care unit) patients. Each false upstream occlusion alarm results in the stopping of medication to the patient until the alarm is manually acknowledged and cleared. Most comprehensive and recent reported patient safety incident: micu's (medical intensive care unit) a and b have had 10 IV pumps malfunction today. The majority of the issues have been to IV "upstream occlusion" alarms. Here is a list of the alarms below. -x3 IV pumps have alarmed for "upstream occlusion" that were infusing ivf (intravenous fluids) at 5ml/hr for kvo (keep vein open). -1 IV pump alarm for "upstream occlusion" with levophed infusing at 7ml/hr, no harm came to patient as pump was heard alarming and rn was able to trouble shoot quickly. X1 IV pump alarm for levophed infusing at 3.5ml/hr, no harm came to patient as pump was heard alarming and rn was able to trouble shoot quickly. -x1 IV pump alarm for "upstream occlusion" with angiotensin 2 infusing at 6ml/hr- patient happened to be in room furthest from rn station, and the door was required to be closed because of precautions. The alarm was not heard by staff. The issue was only recognized when the patient's blood pressure cycled on the monitor and was found to be sbp (systolic blood pressure) in the 60s. Temporary intervention was required of increased pressor dosing. No permanent harm came to the patient. All IV pumps were red tagged, and clinical engineering was made aware of the issue. Please note that while many patients were involved in the many alarming IV pumps, I have included the information only of the patient who harm came to. Reference reports: mw5117841, mw5117842, mw5117843, mw5117845, mw5117846, mw5117847, mw5117848, mw5117849, mw5117850, mw5117851.